Event description:
Customer reported air bubbles and gaps in the infusion set tubing during pumping. Blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support assisted the customer in loading a new cartridge using proper techniques, allowing the customer to successfully resume insulin therapy and resolve the issue.